Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. The product malfunction was not apparent until the device was examined under magnification on (B)(4) 2015.device evaluation: the reported complaint was confirmed through microscopic examination of the returned sample. The dilator tip was found to be split and pushed back with white stress marks observed in the area of the damage indicating the application of stress or resistance to the tip. A review of manufacturing records did not yield any relevant findings. The provided instructions state to enlarge the cutaneous puncture site with a scalpel. It is not known if this was done. Based upon when the defect was observed (during insertion), operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported the catheter was being placed into the patient's jugular vein in or anesthesia. When threading the dilator into the skin, the clinician stated they encountered significant resistance almost as if the dilator was expanded at the bottom. The dilator was removed.